Event description:
Event details: customer observed the small oil droplets from the needle, which unfortunately went into the vitreous. If those droplets are there in the needle shield before use?: ans: during the injection procedure the oil droplets were identified. The number of impacted units? Ans: the complaint has been received for one unit. Additional information 1. Are there any potential erroneous results? Response: no. Before the injection procedure it has been observed that there are foreign liquids in the needle, thus the erroneous results were avoided. 2. Quantity involved (having a needle with oil droplets)? Response : with one needle only. 3. What course of treatment changed due to the event? Response : they discarded the contaminated needle and syringe and razumab vial. 4. Was there any exposure of the needle to blood/bodily fluid? Response : no. 5. What medical intervention other than first aid? Response : na¿.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 304000 and lot number 230304. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples and the affected physical sample were received for evaluation by our quality team. The picture samples showed a needle with a shield containing some droplets. Through examination of the physical sample, these droplets were observed within the needle shield. Fourier transform infrared (ftir) spectroscopy was performed on the droplets to identify the composition. However, the ftir results were unable to meet the thresholds necessary to properly identify the foreign material; therefore, the results were inconclusive. Based on the investigation results, an exact cause for this incident could not be determined. The highly capable process employed by bd to produce microlance 3 needles keeps foreign matter at extremely low levels through stringently controlled manufacturing processes and environmental controls. The whole process for this product, from assembly to packaging, takes place in an environmentally controlled room where good manufacturing practices are strictly followed. We believe the probability of this defect is very low with an unlikely chance of recurrence. This is the first report received for this type of issue on material 304000 and lot 230304. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.